Manufacturer narrative:
Khalil ramdhani. Severe complication of thermal ablation of a liver tumor: pneumodissection-induced air embolism resulting in cardiovascular arrest. 2026. Cardiovasc intervent radiol (2026) 49:1047¿1050 https://doi.org/10.1007/s00270-026-04399-2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a 74 year old male with hepatocellular carcinoma (hcc) experienced an air embolism during emprint mwa which led to cardiovascular collapse requiring immediate resuscitative intervention. During the procedure, the 15cm emprint mwa antenna was placed into the tumor. A 20g 9 cm needle was placed under c-arm guidance between the liver and adjacent colon for hydrodissection, which was unsuccessful. Pneumodissection was attempted with a 20g needle with 150cc of room air injected into the peritoneal space. Shortly after injection, the patient developed acute arrhythmias and reduced cardiac output. The mwa antenna and pneumodissection needle were immediately withdrawn and cardiopulmonary resuscitation was initiated including administration of 1mg IV adrenaline. After two 2 minute cycles of CPR, cardiac output was restored with subsequent hemodynamic stabilization. Transthoracic echocardiography performed 5 min later confirmed resolution of intracardiac air and CT demonstrated minimal residual air in the distal portal vein and intraperitoneal space. The patient remained stable and was transferred to the intensive care unit. The patient¿s recovery was uneventful and was discharged from the hospital in good health after 7 days. Title: severe complication of thermal ablation of a liver tumor: pneumodissection-induced air embolism resulting in cardiovascular arrest author: khalil ramdhani published date: 28 march 2026.